Event description:
Healthcare professional reported that approximately four years post implant the valve was explated due to perivalvular leak. Echo's showed leak which had worsened over the years. Surgeon thought he could repair but the annular tissue was bad. The valve was replaced with another med hall valve and returned for analysis.